Event description:
Bougie was used to re-intubate without any problems. Later, approximately 1 inch of bougie tip was seen coming out of the pt's et tube/ventilator tubing. The bougie tip was removed from the pt's tubing without incident.